Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the unit failed cutter insertion. Therefore, the reported condition was confirmed. It was determined that the bearings were worn and no longer in axial alignment. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the drill bit would not turn in attachment device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.